Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one (1) photo was provided by the customer. The photo shows three (3) drug vials which are held in someone¿s hand. Each of the vials has an area highlighted by a red circle. In each of the circled areas it appears that there could potentially be black material. As a photo of the needles associated with this complaint was not provided the condition of the needle points cannot be determined. Based on the investigation conclusion, the condition reported by the customer could not be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided. Investigation conclusion: a complaint history check was not performed as the lot number is "unknown" for this complaint. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not reported. Root cause description: based on the investigation conclusion, the condition reported by the customer could not be correlated with a potential cause linked to the bd process. Rationale: based on the investigation conclusion, the condition reported by the customer could not be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no: 305180, batch no: unknown. It was reported that during use of the bd¿ blunt fill needle when mixing antibiotic, customer noticed that rubber is coming off into the mixed solution. The following information was provided by the initial reporter: product concern customer using the blunt 18ga to mix antibiotic and notice that a piece of rubber is coming off into the mixed solution.